Event description:
Additional information received from manufacturer representative on 2017-apr-04 reported that the healthcare professional was reporting hearing the pump alarm. It was noted there was no active alarm at the moment. It was explained that each time the pump recovers and stalls again the alarm will go off. It was noted that future alarms cannot be disabled, and it was recommended extending the alarm interval. It was noted the pump was going to be returned for testing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient was hearing beeping noises. She utilized her personal therapy manager (ptm) and saw the code (B)(4), indicating a motor stall. It was noted that (B)(6) 2017 was the first time "it didn't work" and she saw that code. Then on (B)(6), the patient's ptm worked fine. Additionally, the ptm worked fine until the patient started hearing the beeping again. The patient hurt bad on (B)(6) with a sudden onset and by lunch she was in pain. The patient had a doctor appointment scheduled for (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a manufacturer representative reported seeing the patient today ((B)(6) 2017) and upon interrogation the pump was currently stalled. Per event logs motor stall started on (B)(6) 2017 at 04:27 followed buy a recovery at 0418 on (B)(6) 2017. It was noted that the pump stalled and recovered again and was currently stalled as of 0:44 this morning. Patient was experiencing increased pain. It was reviewed silence audible alarm and explained it will likely recur. It was explained updating the pump to minimum rate and covering with oral medication until the pump can be replaced. Pump will be returned for analysis. Information received from a healthcare professional on 2017-mar-20 reported troubleshooting performed included pump interrogation, reprogram, and stall repeatedly per logs. It was noted that the cause of the motor stall was not known. It was noted that the motor stall had not been resolved. It was noted that the defective pump was removed/replaced on (B)(6) 2017 by healthcare professional with new pump and healthcare professional's assistant. Patient's weight was noted as (B)(6). No further complications were reported/anticipated.